Event description:
Urine output had tapered over the course of a few hours. Urine present in about half of the foley tubing that would not drain into the bag. Upon further inspection, a membrane was present where the foley tubing connects to the bag. A small pin-hole sized opening was present that would occasionally drain when the tubing was manipulated. Attempt made to add pressure to the tubing with clamps to permeate the tube which was unsuccessful. A new foley system was implemented and 300cc immediately drained.

Event description:
Urine output had tapered over the course of a few hours. Urine present in about half of the foley tubing that would not drain into the bag. Upon further inspection, a membrane was present where the foley tubing connects to the bag. A small pin-hole sized opening was present that would occasionally drain when the tubing was manipulated. Attempt made to add pressure to the tubing with clamps to permeate the tube which was unsuccessful. A new foley system was implemented and 300cc immediately drained.